Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 134 mg/dl and 277 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Patient was revised to address dislocation due to disassociation of the locking ring from the liner. The cup was also poorly placed.